Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions the reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, range of motion, and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, range of motion, and loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that approximately 115 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, aseptic loosening, knee pain, swelling, joint effusion, bone loss, difficulty walking, and limited range of motion. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.